Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. Transmitter voltage test passed. Bluetooth device pairing test passed. Global transmitter final functional test passed. Data/share log was reviewed and the customer complaint was undetermined. Patient data was present, however no calibrations to confirm the reported inaccuracy were present within the investigation window. A probable cause could not be determined via product evaluation. No additional event or patient information is available.